Event description:
Boston scientific received information that this atrial lead dislodged one day post implant. One week later, the patient underwent a procedure for hematoma evacuation and atrial lead removal. The patient had a history of chronic atrial fibrillation. No other adverse patient effects were reported.